Event description:
Patient had their device explanted due to sleep apnea. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.